Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery of this device went from two years remaining to four months in a span of approximately nine months. The facility would like to know whether the significant decrease in remaining battery power at the 11-month follow-up check could be due to premature depletion or normal depletion. Moreover, the ventricular amplitude was set at 5.0 v/1.0 milliseconds, and the pacing percentage increased from 36% to 53%, indicating normal exhaustion. This device remains in service. No adverse patient effects were reported.